Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited high capture thresholds and low sensing threshold. The lead was repositioned on 16 march 2021. The patient was stable.